Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 7 unopened and 3 opened racepacks. Analysis and results: there are previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received seven closed samples and three open samples (two of the three open samples received with the needle detached from the thread and the thread is still wound on the pack). Tested the needle attachment of the closed samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Corrective/preventive actions: a corrective action was opened in order to avoid this kind of incidents in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle was loose in the package. When the package was opened the needle was missing. The thread is still wound on the pack.